Manufacturer narrative:
The customer¿s report that the filter extension set came apart and leaked on the connection between the filter and the tubing was confirmed. Visual inspection of the set noted separation at the engagement between the pvc tubing sleeve and inlet port of the 0.2 micron adult filter components. Examination under magnification of the tubing's separated end observed insufficient solvent traces within the tubing engagement. No other obvious damages were observed. No functional testing was able to be performed due to the obvious separation. No dimensional measurement of the separated tubing sleeve was deemed necessary due to the tubing sleeve having to be expanded during assembly of the set components. The cause of the leak was due to the set separation. The root cause of the separation was due to a manufacturing assembly issue.

Event description:
It was reported that the extension set with filter came apart and leaked on the connection between the filter and the tubing during an infusion. This was on the opposite side to the pinch clamp and was located on the upstream and female luer side of the tubing. There was no patient harm for this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided

Event description:
It was reported that the extension set with filter came apart and leaked on the connection between the filter and the tubing during an infusion. This was on the opposite side to the pinch clamp and was located on the upstream and female luer side of the tubing. There was no report of patient harm for this event.